Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited oversensing of noise resulting in mode switch. All other electrical measurements were stable. The patient¿s condition was stable. No intervention or further information was reported.